Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. In an email sent to technical services on 08/08/2018 noise over-sensing was noted on this lead. Based on latitude data, this noise has already been recorded since september of 2016 which is likely indicating an atrial lead make/break issue. The patient experienced a few collapses and had 2 atrial tachycardia response episodes both 3 seconds in duration. Technical services recommended aggressive patient maneuvers. The physician was unknown at the (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).